Event description:
Plaintiff was employed as a nurse and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges sustaining numerous injuries, including but not limited to the following: anaphylaxis, angioedema, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress.